Event description:
Attorney alleges the scooter was allegedly charging in the consumer's kitchen when the electrical work and battery allegedly began to catch fire.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.